Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that after a trunk-ipsilateral leg component was successfully deployed, there was difficulty inserting the contralateral leg component into the contralateral gate for deployment. It was reported there was nothing about the pt's anatomy that contributed to the event, and resistance was not felt during advancement or withdrawal of the contralateral leg component. The physician reportedly elected to remove the device from the pt. It was reported that during withdrawal of the device back into the sheath, the leading olive and catheter shaft separated from the delivery catheter at the trailing olive. The device and sheath were reportedly removed together, and another device was used to complete the procedure. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.